Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The multi-function cable receptacle was disconnected from the ECG board. Our investigation confirmed that the device had been previously repaired at some point and the multi-function cable receptacle was not re-connected. As a result, this caused the customer's report of unable to deliver a shock. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.